Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 505 mg/dl and the pump alarmed multiple pump alarms. Customer indicated that they were able to rewind the pump and troubleshooting found that the self test passed. Troubleshooting was able to clear the alarms and advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to monitor the pump and to call back if any further issues.